Event description:
It was reported by service report that the bed would automatically lower by itself. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Button stuck on siderail.